Manufacturer narrative:
(B)(4). Concomitant medical products and therapy dates: detail of product: item #: 0100406122, item name: revitan, distal part, curved, uncemented, 22/140, lot /#: unknown. Item #: 00877503604, item name: biolox delta, ceramic femoral head, xl,36/+7, taper 12/14, lot #: unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that about 2 years after the implantation the patient underwent revision surgery due to implant breakage.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: stem fracture. Event description: the revitan stem was revised after 2 years in vivo due to its fracture. Review of received data: zimmer biomet product experience report (zper) the zper was filled in by the sales representative and in the event information section it is stated: since 3 weeks increasing complaints, no trauma, in the x-ray a fracture of the revitan is visible. The given weight and height of the patient resulted in a bmi of 27.8 which can be classified as overweightaccording to the bmi scale (bmi 25 - 30). - implantation report, dated (B)(6) 2016 postoperative diagnosis: loosening of the right hip stem, state after a primary total hip replacement (thr) on (B)(6) 2011 and revision in (B)(6) 2012 (allofit cup 60 mm, müller stem size 17.5, ceramic head size xl). Procedure: the hip joint is opened. The neocapsule is excised and serous fluid drains. There is no pus. The prosthesis is dislocated and the head is removed. Chiselling is performed at the stem¿s entrance level and then the stem can be easily removed. Residual cement is removed with chisels. A radiological check shows complete removal of the cement. Jet lavage is performed and then the medullary canal is drilled up to 19 mm. The cup rim is exposed. The cup is stable. The femur is reamed with the original instruments and the trial stem size 22 is stable and radiologically well fitting. Change to the definitive stem after another jet lavage. The stem is stable. There is no tendency of subsidence. The impactor shows that a proximal part size 65 mm is optimal. The definitive proximal part is placed after rinsing and drying the stem¿s connection pin. Then it is locked using the original instruments. The hip is reduced with different trial heads and the size 36xl is optimal. The trial head is exchanged with the definitive head. The hip is reduced and an x-ray check is made. It shows a correct placement of the implants and no fracture. There is stability and almost balanced leg lengths. A check for the cessation of bleeding is followed by rinsing and wound closure. - revision report, dated (B)(6) 2018 postoperative diagnosis: implant failure, right hip (puncture after 48 h sterile, final results still pending). State after second revision of the right thr (2016 revision to a revitan stem size 22 x 140 curved, proximal part size 65 mm and ceramic head size 36xl) state after revision in april 2012 in schwandorf (allofit cup 60 mm, müller stem size 17.5, ceramic head size xl) state after right thr from 14 oct 2011 in schwandorf periarticular ossification (according to brooker grade 1) right cardiac arrest after surgery in 2016 procedure: the hip joint is opened. The neocapsule is excised and serous fluid drains. There is no pus. The capsule is further excised until a dislocation is possible, whereby the proximal part can be removed. After further exposure of the stem¿s entrance level, grasping of the stem is not possible. Therefore, the decision is made to make a femoral window. Attention is given to the cup. The rim of the cup is exposed. The cup proves to be stable. After jet lavage the incision is extended to distal and a femoral window is created by means of saw and chisel. The bone window is opened up ventrally. Using a drill a notch is created in the stem which can be used to insert an instrument and knock out the stem to proximal. The femoral window is then closed using cerclages. The further steps in the surgical report describe the preparation of the femur and implantation of a revitan distal stem size 200 x 22 with a proximal part size 65 mm and head size 36m. Device analysis: - visual examination the connection pin of the revitan stem is fractured in the non-blasted area . The fracture is located approximately 1 to 2 mm below the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The fracture surfaces show a fatigue fracture starting from the lateral side. In this region, several adjacent fracture planes are recognizable and each seems to have its own fracture origin . These fracture planes then combine to form a single plane. The fracture surfaces exhibit a blackish area on the anterolateral and posterolateral region. Anteromedial, the proximal fracture surface is partially polished. Its edges are partially polished and deformed. On the distal fracture surface a slight polished area can be observed medially and several coarse scratches can be seen on the fracture surface. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on thefracture surfaces. The conical nut which is normally screwed on the thread of the connection pin is missing. The proximal part of the revitan stem exhibits scratches, nicks and instrument marks mostly in the neck and shoulder region as well as on the taper surface. These derived most probably from the revision surgery. On the posteromedial region of the stem¿s neck an elliptical polished area can be observed. Its origin remains unknown. On the anchoring surface of the proximal stem part there are no signs of bone ongrowth. On the face surface of the proximal stem part the anteromedial edge of the medial nose is slightly polished, probably due to contact with the distal stem after the fracture. On the proximal fracture part of the connection pin there is a half circumferential stripe revealing surface changes adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope (leica mz16 a, eq-ID: wnt-03-rsr-540-151663) revealed smeared material, signs of fretting and corrosion. On the adjacent blasted surface of the pin a polished area can be noticed posteriorly. On the distal half of the distal part of the revitan stem bone attachments are visible. Removal damage in the form of scratches and some nicks can be recognized on the anchoring surface and on the face surface of the distal stem part. Additionally a drill mark can be observed on the anterolateral side of the stem. On the lateral side of the face surface as well as on the posterolateral edge of the posterior nose there are several areas with damage. These derived most probably from contact with the proximal part of the connection pin. A small area with a polished pattern can be observed on the medial side of the face surface. The head taper shows the commonly observed material transfer from the stem taper indicating a proper fixation of the head on the stem and the material track from its removal. Metallic smearing can be noticed on the articulation surface and on the bottom bevel of the head. This derived probably from the revision surgery. Conclusion: the revitan stem was revised after 2 years in vivo due to its fracture. The latter occurred due to fatigue in the non-blasted area of the connection pin some millimeters below the proximal end of the distal part. The fracture started on the lateral side of the pin. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is a half circumferential stripe revealing a mixture of surface changes. It is unknown if these surface changes existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed on the distal half of the distal part of the revitan stem but not on the proximal part. This could possibly point to suboptimal proximal bone support. However, as the x-ray follow-up is not at hand, the bone situation immediately after the implantation and how it developed over time in vivo stays unknown. Further, without information about the medical history and the patient behaviour (level of physical activity) the influence of those factors on the fracture cannot be assessed. Additionally, the influence of the patient weight in connection with the above mentioned factors remains unknown. The revitan revision stem system package insert that accompanied the revitan stem parts points to these facts under the warnings section: ¿ complications or failure of any total hip prosthesis are more likely to occur in heavy patients. ¿ heavy patients who engage in high levels of physical activity and who do not have proximal bone support, especially medially, are subject to a risk of implant failure when a modular revision stem is used. In such cases the surgeon should consider surgical options to ensure proximal bone support or switching to a monobloc revision stem. Based on the retrieval investigation and the received information no further conclusions can be drawn and the reason for the fracture stays unknown. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential pin breakages of the revitan revision hip system in the future. Zimmer gmbh decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer biomet¿s reference number of this file is cmp-0415468.